Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Loss of connection was confirmed via data.the root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor issue and an adverse event. The sensor was inserted on (B)(6) 2019. The patient provided a vague report that the sensor did not work but was unable to remember or provide any details. The event occurred the day the sensor had been inserted. He stated that as a result of the issue he had to go to the hospital. His blood glucose value was taken there (no results provided), and he was released after a day of observation. At the time of the report the patient indicated he was doing fine but was unable to provide any further information about his condition at the time of the event, or any treatment provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.